Event description:
(B)(4). Right after having essure placed I spotted\bleed for over three months after I had it done. I called the placing obgyn and she stated it will eventually stop. And she didn't know much about the implants because of being new and not many longterm clinical trials. Also I has hot, sharp, ripping pains from day one on both right and left sides. I called back and was advised this was normal and would go away with time. Well it never has. Seems like every year something goes wrong or starts to hurt. First off it never helped my cycles. My cycles are now all messed up. Never regular, gushing blood for a week and large clots. I can tell when I am about to start now by the stabbing/burning pain I have in my sides along with the awful hip pain that will shoot all the way down my legs. Some days the pain is so bad I can not walk. I have also had many teeth get fractured and become weak after having essure. Other daily side effects include. Daily migraines. Hip/joint pain, weight gain, bloating, nausea, metal taste in my mouth, mucous discharge, leaking bladder, loss of sex drive, hair shedding, painful intercourse, awful mood swings, chest pains and depression. Was covered some by insurance bit (B)(6) plus out of pocket.